Event description:
Related manufacturer reference number: 2017865-2023-93235 it was reported that a patient presented with over-sensing of noise noted on the patient's right atrial and right ventricular leads, resulting in patient dizziness. Corrective programming changes were recommended. No adverse patient consequences were reported.